Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) - re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified lesion in the mildly tortuous mid circumflex (cx) artery. The 2.75x23mm xience v stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. The lesion was prepared using a cutting balloon. The same 2.75x23mm xience v sds was reinserted; however the sds again failed to cross the lesion and the proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x23mm xience xpedition was used to successfully complete the procedure. There was no additional information provided.